Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device was received. According to the device explantation report, the patient wanted the device explanted due to pain with the device.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to device unrelated medical reasons, i.e. Pain. Damages found during device investigation are related to the explantation surgery. This is a final report.

Event description:
Explanted device was received. The user wanted the device explanted due to pain with the device. The user has pain in the area of the implant since (B)(6)2015. It is a pulsating pain which is stronger upon touching the implant side or head movement. The pain is present independently of wearing the audio processor.